Event description:
The customer stated the device had a defib comm error and a pacing comm error. No harm to patient.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service verified the complaint. Visual inspection of the device identified that the bottom chassis is damaged which broke the seal, and allowed fluid to enter the device causing electrical short circuits, and contamination on multiple assemblies and components. Once the device was cleaned of corrosion, and components were replaced, the device performs to specifications. Upon completion of the repairs, the device passed all release testing, and was returned to the customer.